Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report that their receiver displayed a hardware error on (B)(6) 2015. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received for evaluation; however, it is not yet completed. A follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the plastic window is damaged. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.